Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 41-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella cp was transitioned to impella 5.5. When the new pump was inserted then there were no flows at the superficial femoral artery. Surgical repair of the artery was performed to restore flow to the limb, and jp drains were placed in the access site.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.